Manufacturer narrative:
Investigation summary: with all the information available, boston scientific confirmed the reported event of fiber stopped working as analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fracture. Although analysis also found devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The glass cap exhibited moderate devitrification at output window. The metal cap exhibited moderate charred debris adhesion on the surface, indicative of tissue contact. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: review of the instructions for use (IFU) confirmed that appropriate instructions and warnings for use are included: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: based on the observed distal circumferential fracture a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The distal circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted distal circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the fiber was in good condition after unpacking and preparing. However, during the photo selective vaporization of the prostate, the fiber stopped working and would not vaporized tissue after 84669 joules and 13 minutes of use. There were no difficulties during the use of the fiber or courtesy message on the console. A second fiber was utilized to complete the procedure. A patient outcome of stable was reported. The fiber was returned and analysis identified that the glas cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone. Based on this finding, the potential for forward firing exist.